Event description:
It was reported that the device demonstrated an error system failure with primary audible alarm during the background test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter that sent reports to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition with no appearance of any physical damaged. Functional testing was unable to duplicate the primary audible alarm during occlusion test. Device passed all functional testing. No problem found. Replaced speaker for preventive measure. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. If the occurrence of this issue increases significantly, additional corrective actions will be taken.